Event description:
The pt filed MDR stating orthohelix toriner metal foot device was implanted (B)(6) 2010 and that anchors and screws loosened and failed. A serious infections later developed and the foot never healed properly. The pt has now had 4 surgeries and implant was partially removed (B)(6) 2011 and still has pain when walking. Pt feels that the product was reprocessed.

Manufacturer narrative:
From the maude event report sent to us from the FDA, it is very difficult to determine what exactly failed since the product is noted as orthohelix toriner, which are two separate companies. In addition, the pt noted an infection and the orthohelix product is supplied non-sterile with a label that include sterilization instructions. It is impossible to determined what caused the infections. Additionally, the pt noted a torn tendon, which the orthohelix product is not intended to treat. Finally, the pt stated that she believes that this product was reprocessed. Again, the orthohelix label warns not to reuse implants in paragraph 5 ii.